Event description:
Meter name: basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: woozy. A patient reported they would experience harm because their blood sugar was very low. Their meter allegedly would not power off. The result on their meter was last noted blood result was 15 control. The time difference between patient's meter and: no comparison. No treatment. No further information has been reported.